Manufacturer narrative:
Evaluation summary: no error detected in the instant power short break test. No error detected in the power fluctuation test. No error detected in the simplified vibration test. No error detected in the simplified temperature test. Results of the electrostatic test are: no error detected in the electrostatic test around the right side handle. No error detected in the electrostatic test around the left side handle. No error detected in the electrostatic test around the upper side. No error detected in the electrostatic test around the lower side. No error detected in the electrostatic test around the front side. After the electrostatic test around the remote alarm cap on the rear side, the failure was re-observed at 8.4kv. No error found with the visual inspection of the inside. No error found after checking major signals such as power supply voltage. Conclusion: to prevent the recurrence of this issue, we have implemented an improvement to the esd (electrostatic discharge) immunity for the remote alarm connector.

Event description:
Reportedly, while in use on a pt the unit stopped delivering gas. After the alarm with error message "communication error", the pt was switched to another unit. The incident occurred at ICU and immediate medical attention was given to the pt. The reported problem was fixed by adding esd kit. Please note that there was no injury or death for this case.